Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hyst. (Full), salpingo.(bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, psychological trauma and vaginal discharge outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for events pelvic pain, perforation : other, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received: events per pfs: perforation: other, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection and vaginal discharge. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal infection and vaginal discharge were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : other/perforation (fallopian tube)/it may extend from the end of the fallopian tube or it may have perforated the side of the tube') in a 39-year-old female patient who had essure (batch no. 626680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included restless leg syndrome since (B)(6) 2010, fibromyalgia since (B)(6) 2010, hyperlipidemia since (B)(6) 2010, blood pressure high since (B)(6) 2009, gerd since (B)(6) 2009, asthma, back pain, paraesthesia, myalgia, neck pain, hand pain, chronic pain, micturition urgency, urge incontinence, uterine enlargement, bacterial vaginosis and insomnia. Concomitant products included aripiprazole (abilify) from (B)(6) 2010 to (B)(6) 2010, bupropion (B)(6) 2010 to (B)(6) 2018, fluoxetine hydrochloride (fluoxetine hcl) since (B)(6) 2010, gabapentin since (B)(6) 2010, hydroxyzine (B)(6) 2010 to (B)(6) 2010, lisinopril from (B)(6) 2009 to (B)(6) 2010, methadone from (B)(6) 2015 to (B)(6) 2017, methocarbamol from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2008, omeprazole since (B)(6) 2009, ondansetron since (B)(6) 2018, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2008, ropinirole since (B)(6) 2010, salbutamol since 2003, sertraline since (B)(6) 2010, simvastatin since (B)(6) 2010, vitamin b12 nos (vitamin b 12) since (B)(6) 2010 and vitamin d nos (vitamin d) (B)(6) 2010 to (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pelvic pain/pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), anxiety ("psych injury/anxiety/mental anguish"), vaginal infection ("vaginal infection"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/left side of abdomen") and vaginal discharge ("vaginal discharge"). The patient was treated with amitriptyline, escitalopram oxalate (lexapro), mirtazapine, nabumetone, sumatriptan and surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, anxiety, vaginal discharge, mood swings, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for events pelvic pain, perforation : other, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection and vaginal discharge. Current weight as of (B)(6) 2019: 183 lbs. Approximate weight at the time of essure placement 180 lbs. As per removal details: there was no essure device seen protruding out of the fallopian tub on either side at all. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Computerised tomogram - on (B)(6) 2013: recent CT shows one of the essure devices is protruding out on the right side of the tube.. Computerised tomogram pelvis - on (B)(6) 2013: impression: 1. Small (2-cm region) cystic appearing structure on the left ovary. 2. Borderline large uterus. 3. Fallopian tube occlusion devices in place. The lateral end of the right occlusion wire is surrounded by fat anterior to the uterus. It may extend from the end of the fallopian tube or it may have perforated the side of the tube. This is likely a chronic finding. There is no surrounding edema, inflammation, or fluid.. Hysterosalpingogram - on (B)(6) 2008: results: (as per pfs): total bilateral occlusion. (As per mr): essure devices in place, apparently causing occlusion of the fallopian tubes.. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound scan - on (B)(6) 2013: impression: she has an enlarged uterus. Ultrasound scan indicates her uterus is enlarged, approximately 160 g and there is 2-cm cyst on her left ovary noted. Her endometrial biopsy is benign. She was treated with some cleocin cream for bacterial vaginosis. She will benefit with hysterectomy with removal of her right fallopian tube where essure device is protruding.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, fatigue, menorrhagia, dysmenorrhea, anxiety, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet received. Events: mood swings, abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), nausea, fatigue, weight gain, migraines / headaches. Event pt: uterine perforation was updated to fallopian tube perforation and psychological trauma to anxiety, depression. Lot number was added. Lab data was added. Event onset date was updated. Concomitant drugs, treatment drugs, concomitant conditions, historical conditions and reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation : other/perforation (fallopian tube)/it may extend from the end of the fallopian tube or it may have perforated the side of the tube') in a 39-year-old female patient who had essure (batch no. 626680) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included restless leg syndrome since (B)(6) 2010, fibromyalgia since (B)(6) 2010, hyperlipidemia since (B)(6) 2010, blood pressure high since (B)(6) 2009, gerd since (B)(6) 2009, asthma, back pain, paraesthesia, myalgia, neck pain, hand pain, chronic pain, micturition urgency, urge incontinence, uterine enlargement, bacterial vaginosis and insomnia. Concomitant products included aripiprazole (abilify) from (B)(6) 2010 to (B)(6) 2010, bupropion (B)(6) 2010 to (B)(6) 2018, fluoxetine hydrochloride (fluoxetine hcl) since (B)(6) 2010, gabapentin since (B)(6) 2010, hydroxyzine (B)(6) 2010 to (B)(6) 2010, lisinopril from (B)(6) 2009 to (B)(6) 2010, methadone from (B)(6) 2015 to (B)(6) 2017, methocarbamol from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2008, omeprazole since (B)(6) 2009, ondansetron since (B)(6) 2018, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2010 to (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2008, ropinirole since (B)(6) 2010, salbutamol since 2003, sertraline since (B)(6) 2010, simvastatin since (B)(6) 2010, vitamin b12 nos (vitamin b 12) since 20-apr-2010 and vitamin d nos (vitamin d) (B)(6) 2010 to (B)(6) 2019. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain/ pelvic pain/pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), anxiety ("psych injury/anxiety/mental anguish"), vaginal infection ("vaginal infection"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/left side of abdomen") and vaginal discharge ("vaginal discharge"). The patient was treated with amitriptyline, escitalopram oxalate (lexapro), mirtazapine, nabumetone, sumatriptan and surgery (supracervical hysterectomy (uterus only), bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, anxiety, vaginal discharge, mood swings, vaginal haemorrhage, female sexual dysfunction, migraine, nausea, fatigue and weight increased outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, migraine, mood swings, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for events pelvic pain, perforation : other, abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, vaginal infection and vaginal discharge. Current weight as of (B)(6) 2019: 183 lbs. Approximate weight at the time of essure placement 180 lbs. As per removal details: there was no essure device seen protruding out of the fallopian tub on either side at all. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Computerised tomogram - on (B)(6) 2013: recent CT shows one of the essure devices is protruding out on the right side of the tube.. Computerised tomogram pelvis - on (B)(6) 2013: impression: small (2-cm region) cystic appearing structure on the left ovary. Borderline large uterus. Fallopian tube occlusion devices in place. The lateral end of the right occlusion wire is surrounded by fat anterior to the uterus. It may extend from the end of the fallopian tube or it may have perforated the side of the tube. This is likely a chronic finding. There is no surrounding edema, inflammation, or fluid.. Hysterosalpingogram - on (B)(6) 2008: results: (as per pfs): total bilateral occlusion. (As per mr): essure devices in place, apparently causing occlusion of the fallopian tubes.. Imaging procedure - on (B)(6) 2008: bilateral occlusion. Ultrasound scan - on (B)(6) 2013: impression: she has an enlarged uterus. Ultrasound scan indicates her uterus is enlarged, approximately 160 g and there is 2-cm cyst on her left ovary noted. Her endometrial biopsy is benign. She was treated with some cleocin cream for bacterial vaginosis. She will benefit with hysterectomy with removal of her right fallopian tube where essure device is protruding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, migraine, fatigue, menorrhagia, dysmenorrhea, anxiety, abdominal pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.